Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was slow flow during use of a one-link luer activated device. This occurred during infusion in the operating room (or) after a cardiac surgical procedure. The reporter stated that after infusing forty units of cryoprecipitate and one unit of platelets, the flow was noted to be very slow. The one-link connector was removed, and normal flow was restored. There was no report of patient injury or medical intervention associated with this event. No additional information is available.